Event description:
It was reported that the 2800 system would not boot up completely. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer upgrade kit including the cpu was installed during the svc call. The system was tested and found to be working as intended.